Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of sinus infection is deemed not related to the device but considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reports patient injection with 4.0 cc juvéderm voluma® xc to 2.0 cc each cheek. Patient developed a sinus infection the following month and was prescribed a z-pack, deemed not related to the device. 6 days later, patient reported swelling on the left side. Patient went to see an eye doctor because the swelling caused some eyelid drooping. Eye doctor prescribed augmentin. 3 days later, the patient went to ed because symptoms were not resolving. A CT scan was done and it showed the sinuses were clear and that there was tissue inflammation. Patient was put on doxycyclin. Patient returned to the doctor 6 days later, who did nothing to treat the symptoms. The following day, patient went back to ed and was given bactrin. Hcp states that it does not look like any one of the previous antibiotic courses was completed, and the patient was just being switched from one to another. Patient returned to the office a week later and no redness of swelling was observed, but patient said area was tight and tender. Patient advised to finish the course of bactrin. Patient returned to office the next day and was injected with hyaluronidase. Patient scheduled for an additional course of hyaluronidase injections to dissolve the rest of juvéderm voluma® xc.